Event description:
It was reported that there was a shaft separation. During a percutaneous coronary intervention of a severely calcified and moderately tortuous proximal left anterior descending coronary artery rotablation was performed after which the 10mm x 2.5mm wolverine coronary cutting balloon was delivered. Observation was performed after this, and when the second delivery was performed, the shaft got bent and it separated while it was being pushed. It was noted that once outside the body, it was confirmed that it had been bent by the y connector. The procedure was completed using a different size wolverine. There were no consequences to the patient.

Manufacturer narrative:
Device manufacture date: updated.

Event description:
It was reported that there was a shaft separation. During a percutaneous coronary intervention of a severely calcified and moderately tortuous proximal left anterior descending coronary artery rotablation was performed after which the 10mm x 2.5mm wolverine coronary cutting balloon was delivered. Observation was performed after this, and when the second delivery was performed, the shaft got bent and it separated while it was being pushed. It was noted that once outside the body, it was confirmed that it had been bent by the y connector. The procedure was completed using a different size wolverine. There were no consequences to the patient. Device evaluated by manufacturer: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located 175mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.no other issues were identified during the product analysis.